Event description:
In june 2004, while wearing the sound processor, the pt reportedly experienced discomfort and removed the external headpiece. The next day, the pt reportedly was seen at the center for device evaluation. External hardware was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.